Event description:
Acct reports approximately 15 incidents of the set "leaking right at the filter". States it occurs usually after being used for 24 hours; does not apperar to be associated with any lot number or fluid. No pt injury reported.